Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to advance during the evaluation. The yoke was likely softened through the wet decontamination processing of the sample. The blade failed to rotate, and the drive cable kept twisting during the evaluation. Furthermore, it is likely that the accumulation of tissue during the procedure prevented the blade from continuing to rotate as intended.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012. During the procedure, the blade of the device turned off every time. Another like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.